Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation cath: powered lacrosse; stent: 2.5 x 23 mm xience prime; guide cath: axis; other: ivus. Evaluation summary: the device was returned for analysis. The overlapped tip coils were confirmed; however, the resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, 75% stenosed posterior descending artery (pda) below the bifurcation, the balance middleweight (bmw) elite guide wire was advanced to the peripheral vessel. Intravascular ultrasound (ivus) was advanced but could not cross the lesion due to the calcification. Dilatation was performed and the ivus then could cross the lesion. A 2.5 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion but became stuck with the bmw elite guide wire. It was noted that the failure to advance was not related to the anatomy as the vessel was almost straight. The devices were removed from the anatomy together as a system. A non-abbott guide wire was positioned and the procedure was continued. The same xience prime sds was advanced over the sion to the target lesion without any resistance and the stent was deployed. After the procedure it was noted that the tip coils of the bmw elite guide wire were found to overlap; the physician felt the failure to cross was due to the overlapped coils. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.